Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itching") and dyshidrotic eczema ("dishidrotic eczema"). The patient was treated with surgery (scheduled hysterectomy on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the medical device removal, pruritus and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event dishidrotic eczema was added. New reporter added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itching"). The patient was treated with surgery (scheduled hysterectomy on (B)(6) (year unspecified)). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.